Event description:
It was reported the cysto-nephro videoscope had the insertion tube braids or bending mesh protruding outward. The outer top cover/sheath of the tube had fallen apart and was exposing the metal parts. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for inspection, the customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. The event can be detected and prevented by following the instructions for use: instructions visera cysto-nephro videoscope, olympus cyf type v2, olympus cyf type va2, olympus cyf type v2r. Important information ¿ please read before use. Do not pull the video cable during an examination. The endoscopic image may not be visible. Do not damage the endoscope¿s distal end, insertion tube, bending section, video connector, and light-guide connector when you transport and reprocess the endoscope. Do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Olympus will continue to monitor field performance for this device.